Event description:
The customer reported via phone call that they had a motor error alarm on their insulin pump. The customer also reported dropping the insulin pump into the bath tub. Customer attempted to dry the insulin pump and replace the battery, but the insulin pump had an unexpected restart alarm occur after. The customer also reported a button error alarm occuring and a keypad anomaly. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and unexpected restart alarm tests due to unresponsive buttons. Moisture damage was found on the insulin pump's electronic assembly. Motor passed motor test. The insulin pump also had missing display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and missing endcap sticker.